Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 11/10/2015 with the following findings: the piezo contacts were found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. Reportedly, the vibratory feature was functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.